Manufacturer narrative:
The event occurred in (B)(4) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received results of 20.6 mmol/l and 9.1 mmol/l within 1 minute on the inform ii system. No adverse event was reported, and no further information was provided. The alleged product was requested for evaluation.